Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and required maintenance. The customer tried to reboot and recover the drawer, but issue did not resolve. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 failed frequently due to a loose latch sensor that was not properly secured in the hard stop. A field service engineer (fse) adjusted the hard stop, reinstalled the drawer, restarted the device, and tested functionality. The system functioned as intended after the field service engineer repaired the device.